Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Medical product ¿ biomet vision ringloc catalog#: 135256 lot #:721920, biomet bi-metric/x neck catalog#: x11-180313 lot#: 219420, biomet ti low profile screw catalog#: 103535 lot#: 449430. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "pain and/or loss of function."

Event description:
Legal counsel for patient who underwent a total hip arthroplasty approximately 10 years ago reported patient allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Information received in patient's medical records reveals the patient was revised approximately 10 years post-implantation due to pain, metal on metal sensitivity and elevated metal ion levels. Revision operative was unremarkable and indicates the femoral head, acetabular liner and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.